Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to the hospital with cardiac tamponade. A right ventricle apical hematoma was noted under imaging. A pericardiocentesis was performed and the lead was explanted.